Event description:
When the secondary tubing was attached to the clave secondary port, the plunger became depressed and the medication would not pull from the secondary line. Air was pulled into the pumping chamber and the primary tubing needed to be replaced. This has happened with several lot numbers and leads to a delay in care. Manufacturer response for primary plum set tubing, primary plum set (per site reporter).